Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ outflow graft h3: yes h6: FDA method code(s): b15 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d11 product event summary: one (1) pump with unknown serial number was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Based on risk documentation, the most likely root cause of the high power event can be attributed to multiple factors including but not limited to thrombus formation/ingestion, high flows, incorrect setting of alarm thresholds. One (1) outflow graft with unknown lot number was not returned for evaluation. Visual evidence provided revealed an obstruction of the outflow graft. As a result, the reported event was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: combined open repair of an abdominal aortic aneurysm and relief of a left ventricular assist device outflow graft obstruction. Journal of cardiothoracic and vascular anesthesia. 36 (2022) 4420-4426. Doi: 10.1053/j.jvca.2022.08.014. Pmid: 36123264 additional products: brand name: heartware ventricular assist system ¿ outflow graft/ UDI#: (B)(4)/ concomitant medical products: no/ labeled for single us: yes/ patient code(s): c50675/ device code(s): c62897/ FDA method code(s): b17/ FDA results code(s): c20/ FDA conclusion code(s): d12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding a combined open repair of an abdominal aortic aneurysm (aaa) and relief of a left ventricular assist device (vad) outflow graft (ofg) obstruction. The authors reported a patient who had an aaa prior to vad implant. In the two years following the vad implant, the patient experienced moderate depression of right heart function. Approximately one year later, the aaa demonstrated growth which required intervention. The patient was admitted to the hospital three days prior to their planned open aaa repair to bridge from warfarin to a heparin infusion. During this time, the vad flow decreased, power spikes were noted, and, clinically, the patient had pulsatile arterial flow. A contrast computerized tomography (CT) scan showed an intraluminal narrowing, which caused ofg obstruction. The patient was managed with volume replacement and inotropic infusions. Concomitant repair of the aaa and repair of the ofg was performed. To prevent embolization of debris, the vad was stopped on cardiopulmonary bypass (cpb). A small amount of thrombus was removed from the exterior of the ofg; however, there was no thrombus found inside. It was believed the material on the outside of the ofg was the source of the power spikes, and the decision was made to leave the current vad in situ. Afte r closure of the outflow graft, the vad flows increased and pharmacologic support of the right ventricle with epinephrine was required, and the patient was weaned successfully from cpb. The aaa repair was then performed. After the aaa repair, the patient was taken to the intensive care unit (ICU) and intubated and sedated. They were discharged to rehabilitation on postoperative day 13, and later returned home. The vad remains in use. No additional adverse patient effects or product performance issues were reported.